Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by a nurse for high blood glucose levels. The reporter did not know if the customer has been hospitalized. Nothing further was reported.